Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a customer had been in the hospital emergency room for diabetic ketoacidosis. The pump was reported to have had a "no delivery issue" (possible occlusion). No additional information was provided regarding customer, device type or event.